Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be provided.

Event description:
It was reported that an alert was received via remote monitoring due to high pace impedance measurements recorded on this right ventricular (rv) lead. The patient attended the clinic for a full check and it was noted that pacing thresholds had also risen and pace impedance measurements were high out of range. The patient then underwent provocation and isometric testing, but no oversensing or changes in pace impedance measurements were observed. The patient underwent a procedure where this rv lead was surgically abandoned. No adverse patient effects were reported.